Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert and went to the clinic. The device was interrogated and there were episodes of non-sustained post-paced t-wave oversensing. The device was reprogrammed and the patient was stable.